Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and the device was underweight. A microscopic analysis was performed which identified a sharp edge break assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp broken on the posterior side due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.